Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and monarc subfascial hammock were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying, frequent urination, incontinence, urinary tract infections. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with removal of bladder lesion and midline levator myorrhaphy. It was reported that the patient had procedure done and monarc subfascial hammock were used on (B)(6) 2004. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion patient experienced extrusion, infection, bowel problems, bleeding, fistulae, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2003 due to pain. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to incomplete bladder emptying, vaginal foreign body/erosion and pain. It was reported that the patient underwent an autologous sling placement on (B)(6) 2012 due to recurrent sui. No additional information was provided. (B)(4).